Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was accidentally deleted by user during device cleanup. A technical support specialist followed knowledge article (B)(4) "station undelete - es 1.5 and 1.6" to undelete and resync the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system stuck on data synchronization set up and asking for server address, causing the device unusable during a procedure. Customer stated that the device disappeared from server list and users unable to access the station when there were already 2 patients on anesthesia. Complaint file (B)(4) confirmed that the device was mistakenly deleted from server by user. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5 d1, d4, e3, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-feb-2022 to 16- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system had disappeared from the server list. The technical support specialist followed ka 000013278 and did synchronization of the device to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system stuck on data synchronization set up and asking for server address, causing the device unusable during the middle of a procedure. Two patients were on anesthesia at the time. The whole department on cathlab could not login to pyxis. There were no adverse events or injuries reported based on this incident.